Event description:
Report received from (B)(6) stating that the device was heating up. The device was not being used during surgery. It is unk if there were no pt/user injuries or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of heat was confirmed. During the pre-repair diagnostic assessment, the device was determined to have a temperature over specification at the "elbow" of the device. If additional information is received, a supplemental report will be sent. (B)(4).